Event description:
The customer reported that following a diagnostic catheterization procedure in 2001 a vasoseal es was deployed. After hemostasis was achieved the patient stated that their right leg felt numb and the staff stated that the distal pulses were not the same as they were prior to the procedure. The patient was taken immediately to the operating room where thrombus and plaque were removed from the right femoral artery. The gross dissection reported notes "the specimen is labeled thrombus plaque plus questionnable material from right femoral artery. Consists of two segments of artery with multiple aetheromatous plaques together measuring 1.3 x 0.7 cm. On the section brittle material is encountered. Two sections of the artery and bisected brownish material are submitted for decal." After surgery the patient regained pulses which matched the pulses in the leg prior to surgery. The patient was discharged five days after surgery. No further complications were reported.